Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient with a mid dilated, poorly reactive pupil, and an elevated intraocular pressure in the thirties during treatment. The patient was given a topical glaucoma eye drop to control the intraocular pressure. Additional information requested.

Manufacturer narrative:
Additional information provided. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).